Event description:
The t-mic of my platinum bte cochlear implant - a product of advanced bionics corp, a wholly owned subsidiary of boston scientific corp- has made telephone conversations extremely dificult for me. When I visited my audiologist at hosp, he thought there might be some moisture in the t-mic which was causing the problem. I tried another t-mic that he had and didn't have any of the problems I did with mine. When I got back to my home, I tried to eliminate the moisture by placing- it in the hal-hen dri-aid kit which was included with my bte. This was unsuccessful. What is my next step? This product is still under warranty and I would like to remedy this situation before the warranty expires.